Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, a cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection.

Event description:
The customer reported via telephone call that the blood glucose had been running high despite a set change. The blood glucose reading was as high as 400 mg/dl and the customer reported nausea. The customer treated with a bolus. The customer was advised to remove the set from his body. The customer stated that the drive support cap appeared normal and recessed. The customer declined to check settings. During troubleshooting, the insulin pump failed the high pressure test twice. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.